Manufacturer narrative:
Additional information: g3, g6, h2, h7, h9. The investigation revealed that the capacitor on the rf control board failed within two years of service.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. Visual inspection of the returned device the connectors, display, and labels were free of physical damage. The generator was powered on and the generator successfully booted to the menu application. Inconsistent impedance readings were observed on port 4. Internal inspection identified a thermal event on the rf control board. It was confirmed the connection board was non-functional as the connection board was temporarily replaced and functionality was restored. The rf control board was also temporarily switch and a successful functional test was performed. Target temperatures were reached while consistent impedance and voltage readings were observed. Based on the information provided to abbott and the investigation performed, the root cause of the event was isolated to a thermal event located at capacitor c51 on the rf control board and an abnormally functioning connection board.

Event description:
This event is being reported based on analysis revealing a thermal event of the generator.